Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, a pod packing coil (pod pc), and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod coil through the lantern and into the target vessel, the physician experienced resistance and subsequently, the pod coil would not take its intended shape. Therefore, the physician retracted the pod coil back into its introducer sheath and placed it on the sterile table for approximately two minutes. The physician then re-attempted to advance the pod coil into the lantern; however, resistance was encountered and the pod coil would not advance out of its introducer sheath and into the lantern. Therefore, the pod coil was removed. Afterwards, the physician successfully placed a new pod coil in the target location using the lantern. Next, the physician advanced a pod pc into the target location using the lantern. While packing the target location with the pod pc, the physician moved the microcatheter and subsequently, the pod pc unintentionally detached, with part of the coil hanging in the aorta. The physician then used a snare device to successfully remove the detached pod pc. The procedure ended at this point. There was no report of an adverse effect to the patient.